Event description:
Related manufacturer reference number: 2017865-2023-16306. It was reported the patient presented for a leadless pacemaker implant. During the procedure, after a location was found and the device was screwed in place, when the delivery catheter was shifted into tether mode the leadless pacemaker unexpectedly separated from the catheter. Once the catheter was removed from the body, it was observed the tethers were misaligned. The leadless pacemaker remained appropriately fixated and the procedure concluded without further issue. The patient was stable.